Event description:
It was reported by the patient's caregiver that the power light on the previously working remote monitor was blinking. Unplugging and replugging in the power cord did not resolve. A new power cord was also tried. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly. Due to this condition the unit was unable to power up.

Event description:
It was reported by the patient's caregiver that the power light on the previously working remote monitor was blinking. Unplugging and replugging in the power cord did not resolve. A new power cord was also tried. The monitor was replaced. No patient complications have been reported as a result of this event.